Event description:
A pt had a colostomy and a terminal phase anastomosis. The abdominal wall was closed using xcm biologic. The surgical area was considered clean during the procedure. At some point post-operatively, the pt was identified to have an enterocutaneous fistula. The pt was not treated at first and sent home, hoping for a natural closure of this fistula. As the fistula was not closing spontaneously, the pt was re-operated 91 days after the initial surgery. The surgeon found that the previously implanted xcm membrane had completely resorbed. Insufficient info has been provided to date to determine whether implantation of xcm biologic contributed to the enterocutaneous fistula formation.

Manufacturer narrative:
Method: lot history records reviewed. Add'l clinical info is being sought. Results: no deviations were found during lot history records review that could have caused or contributed to the event.